Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, it was reported that the patient experienced inaccurate cgm values. The night before the event, before going to sleep, the cgm readings would have been 5.3 mmol/l. At that time the patient took some glucose twice, and went to bed. During the night at an unknown time, the patient´s husband tried to wake the patient up, but the patient was unresponsive. The husband did not take a fingerstick but treated the patient with a glucagon injection. The patient recovered after treatment and the emergencies were not contacted. When the patient regained consciousness, the cgm device was showing a sensor failure. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.